Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator. It was reported the patient suddenly stopped feeling stimulation around (B)(6) 2016 even though their implant was on. The patient was normally feeling stimulation at 2.0 volts. They tried increasing the voltage to 7-8 volts as well as tried various positions, but still could not feel stimulation. No trauma or falls were reported to be related to the loss of stimulation. They were redirected to follow up with the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.